Event description:
It was reported by email that there was an alleged malfunction of the bed alarm that resulted in a pt falling and having to go to into surgery for their hip. However, it was confirmed the staff forgot to set bed exit upon leaving the pt room. The functional eval confirmed there was no defect found with the unit.

Manufacturer narrative:
Stryker field tech evaluated the bed and found it to be operating properly and was advised that the staff forgot to set bed exit upon exiting the room.